Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 16mg/ml at .998 mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome-other. It was reported that the catheter was not delivering medications. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a dye study and dye not visible. The actions and interventions taken to resolve the issue was the catheter was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have further information on the event. The patient status was noted as alive, no injury and no further complications.

Manufacturer narrative:
Analysis of the catheter found ¿catheter body ¿ kink observed¿ and ¿catheter body ¿ compressed area¿. If information is provided in the future, a supplemental report will be issued.